Event description:
The customer contact reported no flow. After an unspecified length of time in use and following the completion of an infusion of an unspecified antibiotic, the soluset tubing set was to be used to infuse an unspecified concentration of simulect. The customer contact reported that the solution bag was spiked with the soluset tubing set; however, no medication would flow through the soluset. The solution container and soluset tubing set were replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The information on reprocessing of the device was requested; however, no response has been received.